Manufacturer narrative:
Correction to h6 clinical codes and h6 component code.

Manufacturer narrative:
H6: corrected the following: medical device problem codes, type of investigation, investigation findings, investigation conclusions manufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear, instability, and femoral loosening could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6)2015. Approximately 7 years and 2 months after the initial procedure the patient had a left knee revision on (B)(6) 2022. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2022. Diagnosis: failed left knee arthroplasty due to recurrent effusions from polyethylene and flexion instability - femoral component found to be debonded "copious straw-colored synovial fluid was obtained. I then sent synovial specimens for culture as well as frozen pathology. A generous medial peel was performed to assist with exposure. A partial synovectomy was performed to reestablish the medial and lateral gutters. Next, the polyethylene was removed with an osteotome. There was no gross evidence of polyethylene wear. The femur was then easily able to be disimpacted. The implant was found to be completely de bonded from the underlying cement." The patient was roused from anesthesia, having tolerated the procedure well without complication. He was brought to pacu in stable condition.

Manufacturer narrative:
D10: concomitants: 02-012-49-5013 - logic cr tib insert slope++, sz 5, 13mm, (B)(6); 02-010-03-0240 - logic cr femoral cem, left, sz 4, (B)(6); 02-010-03-0350 - logic cr femoral cem, right, sz 5, (B)(6); 02-012-45-4050 - lgc tibial fit tray cem sz 4f / 5t, (B)(6); 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t, (B)(6); 200-02-38 - three peg patella 38mm, (B)(6); 200-02-38 - three peg patella 38mm, (B)(6); 201-78-15 - holding pin mini sharp point 4 pk, (B)(6); 201-78-82 - collar fixation pin 2pk 40mm, quick release, (B)(6); 201-78-89 - 3" drill bit, mod. Hex 2 pack, (B)(6); 201-78-89 - 3" drill bit, mod. Hex 2 pack, (B)(6). Pending investigation.